Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection upon receiving revealed cover damage and battery contacts broken off. Unable to power on the device because the battery contacts are broken off and missing. Internal inspection revealed that the system board appeared to have been reworked by a potential non-masimo entity and components around the reworked area are damaged. Unable to verify led failure because device does not power on. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that the led segment not lighting up on the numeric display. Also found broken battery cover on unit. No consequences or impact to patient.